Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "misfire/jamming - info not provided." A new device was used to complete the procedure. The patient's current condition is "unknown". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Event description:
It was reported "misfire/jamming - info not provided." A new device was used to complete the procedure. The patient's current condition is "unknown". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. The bottom component of the complaint sample was observed to be positioned incorrectly, allowing the staples to become misaligned. Proper functional inspection could not be performed due to the misalignment of the staples. The device was disassembled and die casting anomalies on the forming tool were also discovered. Non-conformance was previously initiated to evaluate this issue. Incorrect welding due to incorrect positioning of the bottom component of the cover block was identified as the probable root cause of this issue. Teleflex will continue to monitor and trend on complaints of this nature.